Event description:
The device was returned to the manufacturer after being explanted due to suspected premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device had an integrated circuit lock-up. This device was included in the field action but returned product testing found the device did not perform as described in the field action. This event was originally reported via alternative summary reporting, see report # (B)(4). (B)(4).